Manufacturer narrative:
Section d6b: date of explant should be (B)(6) 2021 instead of (B)(6) 2021 in the initial report. This correction is reflected in this additional report 1.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. During processing of this complaint, attempts were made to obtain patient¿s weight. Further information was requested but not received.

Event description:
It was report that the patient was not receiving effective stimulation. As result the patient lead was replaced and effective therapy achieved post-operative.